Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, no evidence was found that would suggest product error was a contributing factor. The investigation did not identify the need for corrective action. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.